Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was noted that the right-atrial (ra) lead exhibited noise oversensing. No resolution was performed. Patient condition was stable, and the patient would continue to be monitored.